Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (40 mg/dl). During troubleshooting with tandem technical support, it was found that the customer had the wrong settings profile active. Customer ate candy to stabilize blood glucose levels.